Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a consumer via email to a company employee and forwarded by our united states affiliate (B)(4) and our (B)(4)). This case involves a female patient (age nos) who received two treatments of poly-l-lactic acid (sculptra) on an unspecified date. The patient had been receiving treatments with poly-l-lactic acid (newfill) for several years with great results. No additional relevant medical history or concomitant medications were mentioned. When her first practitioner who administered her newfill moved, she sought treatment with another practitioner who administered poly-l-lactic acid (sculptra). In the past, she had one treatment, and the a month later, a second treatment. She reports that the results were really good when her previous practitioner did it. However, her beauty therapist would not do any treatment on her for three weeks after the administration of this past treatment, due to extensive bruising. She mentioned that the second physician performed two treatments at once and that she had no follow-up. She stated that she was not happy and was disappointed in the results that were achieved. At the time of this report, the event remains ongoing. No further information was provided.

Event description:
Reporter alleged obtaining a result of 700 mg/dl which is outside the reading range of 10-600 mg/dl of the compact plus system. No actions were reported taken or treatment received. A request was made for the return of the suspect device.